Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative antibody screen for one sample with previous history of anti-e using 0.8% selectogen cells, lot# vs254, exp 2/25/2020, tested on manual gel method. According to customer, patient's sample was first tested on (B)(6) 2020 using 0.8% screening cells lot # vs248 and cell #2 reacted 2+. Anti-e was confirmed with panel ID. Customer further stated on (B)(6) 2020, new sample was tested using new lot # of screening cells lot # vs254 and saw no reaction with e positive cell. Customer then tested the sample using 0.8% resolve panel a lot # vra346 and anti-e was identified. ( 2+ with homozygous e pos cell and 1+ with heterozygous e+ cell. Customer also tested donor #2 ((B)(6)) on vs254 for the e antigen and the e antigen was positive (2+) relevant information: issue started on: (B)(6) 2020 microtubes/wells or cell (donor #) affected: sc#2. Reaction grade obtained: negative. Customer was expecting: positive since patient has antibody present. Incubation time (for manual test only): 15 minutes. Test repeated: yes. Method/result: repeating testing with panel cells and saw positive reactions with e pos cells. Sample ID: isolated patient. Number of samples affected? One sample. Was qc affected? No, qc deemed acceptable for all reagents, customer uses ortho confidence system. Patient clinical history: patient's diagnosis: previous history of anti-e. Transfusion history: na. Product handling protocol: cassette/gel card storage temperature range: as per IFU cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Set was opened on (B)(6) 2020, passed qc every day. Visual appearance before use: visual inspection passed. Opened vs unopened? Opened set yielded false negative reaction. All testing performed with mts igg gel cards. Tsc verified that events occurred as follows: customer obtained false negative result for antibody screen with new screening cells. Panel ID was performed and anti-e was identified. Tsc recommend customer repeat testing with increase incubation to see if sample will react. Tsc following up with site and was told with increased incubation for abs screen, and still saw negative for screen. Further added that site did get positive reactions with other e positive samples, but this one sample is not reacting.

Manufacturer narrative:
Under section d, "type of device code" was changed from ksz to qht to properly reflect the correct product code for reagent red blood cells.

Event description:
On (B)(6) 2020, chu in raritan was made aware that ortho received notification from the FDA with a letter dated (B)(6) 2020. Several MDR reports involving reagent red blood cells contained incorrect product codes. The procode ksz was used under section d.2b of the report, although the correct product code for the device is qht. This supplemental report is for the purpose of correcting the product code.